Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high". Customer support instructed the caller to perform several troubleshooting steps, including disconnecting and tightening tubing, delivering a 5-unit bolus, removing the cartridge from the pump, and checking for damage or debris. Customer replaced the supplies as necessary and resumed insulin.